Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2012 (B)(6); 4024-58 implanted: 1998 (B)(6); intermedics lead implanted: 1994 (B)(6). (B)(4).

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads were removed after about 2.5 years due to a silicone allergy. Two abandoned leads were connected and are being reused. No patient complications have been reported as a result of this event.